Event description:
The affiliate reports that during a laceration closure, the needle broke as it passed through tissue. The broken piece remains embedded in the wound. No adverse pt consequences are reported in relation to this product event.